Event description:
During the diagnostic procedure the physician attempted to aspirate through the side arm and the side arm became full of clots.the physician inserted the introducer into the patient. The physician performed the diagnostic procedure. The physician attempted to aspirate through the side arm and the side arm became clogged with clots. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.device evaluation anticipated, but not yet begun.this report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.